Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and reported that since they last increased the stimulation, the therapy still wasn't helping their symptoms, they were still incontinent. The patient stated they were also seeing "not connected" and the blue light of the communicator was flashing so that must be why they were incontinent. External device function was reviewed with the patient and the patient was assisted with connecting to their settings. The therapy was on. The patient stated their hcp hadn't wanted them to go beyond 2.0 ma but they'd increased to 2.5 ma and still the therapy wasn't helping and they weren't feeling the stimulation upon increasing any longer. The patient stated their hcp told them at their last appointment that if they still didn't see symptom relief, they suggested botox to the patient. The patient stated they'd already had a craniotomy and had botox in their brain and didn't want more botox. The patient stated they hadn't been aware of programs. The patient had been on program 1 and stated they'd never tried other programs. The patient stated they didn't think their hcp knew as much about the device/therapy and that at their implant it was the manufacturer representatives (rep) that knew about the device/therapy. Device description/function was reviewed with the patient as well as programming and stimulation considerations. The patient hadn't spoken to their hcp about switching programs so they stated they were going to follow up with their hcp to see if they could try different programs and they may call back for assistance in switching to a new program. The patient mentioned the therapy helped their bowel incontinence still.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for uurinary/bowel dysfunction and urge incontinence it was reported that for the past couple of weeks the patient has been incontinent and wetting their bed. Patient said they don't think the therapy was working for them. During the call the patient connected to their implant and increased their stimulation. Patient stated their stimulation was at 1.6 when they connected and it should have been at 2.0. Patient also stated they were never shown how to connect to ins it was just done for them. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.